Event description:
It was reported the peel-away sheath tip was deformed during use and the user was unable to insert the catheter. A new kit was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one product lidstock and a peel away sheath for investigation. Visual examination revealed the sheath tip was split and frayed. This damage is consistent with undue force being applied during insertion. The total length of the sheath body measured to be 4.06" which is within specifications of 3.875-4.125" per product drawing. The sheath body was deformed/damaged from 0-3 mm from the distal tip. The outer diameter of the sheath body measured to be 0.096" which is within specifications of 0.093-0.099" per product drawing. The inner diameter of the tip could not be accurately measured due to the damage observed. The IFU instructs, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow." A lab inventory dilator was able to advance and retract from the returned sheath with minimal resistance. Manufacturing was consulted. Per manufacturing, the observed damage is not a manufacturing related issue. A device history record review was performed with no relevant findings. The IFU provided with this kit states the following: "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The reported complaint of a damaged sheath tip was confirmed through complaint investigation. Visual examination revealed the sheath tip was split and frayed. The observed damage is consistent with undue force being applied during insertion. Based upon the sample returned and the information available , unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the peel-away sheath tip was deformed during use and the user was unable to insert the catheter. A new kit was used. The patient's condition is reported as fine.